Manufacturer narrative:
D.4. Other lot number includes 3339943 and other expiration date includes 2028-11-30. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2023-12-05.

Event description:
It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter translated from italian to english: we are hereby reporting serious nonconformity of cod. 301029. Specifically, we have been notified of an incident report in that inside a 10cc luer lock syringe included within a kit was found to have an insect (cricket) put on the piston grooves. Consultation of the kit traceability, which involves the insertion of 2 of these syringes, resulted us to be used for the production of the kit lot consisting of 220pcs, 305pcs of syringe lot 4068734 and 135pcs of syringe lot 3339943. We ask you to give us feedback regarding this incident and indication of the corrective actions you will put in place to prevent a recurrence. Additional information provided: with respect to what was requested, I am to inform you that the hospital has indicated the date of the event of 16/10/2024. In the report it was also reported that the insect was immediately noticed when opening our kit and therefore the entire kit, including the syringe, was not used. Finally, I would like to inform you that we only have the photographic documentation sent to you and not the sample. We remain available for any further needs.

Manufacturer narrative:
Three photos were provided to our quality team for investigation. All three photos from various angles show one loose syringe with a cricket in the non-fluid path of the syringe. The condition observed is non-conforming per product specification. Bd canaan maintains a robust pest control program that includes strategically placed insect light traps throughout the facility. Interior insect control in combination with exterior insect control by a third party helps to ensure the maximum amount of containment for any pests that may attempt to enter the facility. A physical sample is required for a more thorough evaluation and potential root cause determination. Potential root cause for the foreign matter non-fluid path defect may be associated with the bulk handling process. Since the insect was inside the syringe non-fluid path, it is likely that it entered after assembly, but prior to the bulk handling process. As corrective action, quality alert will be issued to the plant. Furthermore, a device history record review was completed for provided lot numbers 4068734 and 3339943. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.